Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Panic attack [panic attack] entire string separated from the tampon itself [device breakage] case narrative: consumer reported via phone that while removing the tampon string, it separated from the tampon itself. No serious injury was reported.

Event description:
I was able to remove it (tampon) after some trying - vagina [foreign body in reproductive tract. Panic attack panic attack. Entire string separated from the tampon itself device breakage. Using the tampax tampons and when I went to remove it the entire string separated from the tampon itself... Able to remove it after some trying complication of device removal. Case narrative: consumer reported via phone that while removing the tampon string, it separated from the tampon itself. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
Panic attack [panic attack]. Entire string separated from the tampon itself [device breakage]. Case narrative: consumer reported via phone that while removing the tampon string, it separated from the tampon itself. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Panic attack [panic attack]. Entire string separated from the tampon itself [device breakage]. Case narrative: consumer reported via phone that while removing the tampon string, it separated from the tampon itself. No serious injury was reported.